Event description:
A patient reported blood glucose results of 133 mg/dl, 174mg/dl, 161 mg/dl, and 212 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.